Event description:
A caller reported the customer needed assistance from customer service on how to calibrate their blood glucose meter, and they educated the caller on the proper technique. The caller additionally reported since the customer experienced symptoms of sweatiness and dizziness, the paramedics were called, and the customer was transported to a health care facility. No further information about the customer's medical diagnosis and treatment is available. Adc customer service made attempts to contact the customer, but they could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, adc customer service provided training on how to calibrate the customer's meter. No further investigation is required. There is no indication of a product malfunction. This is the final report.